Event description:
In 2009, a doctor reported that a patient lost a dental implant 4 months after placement, because a complete upper denture may have placed pressure on tissue which weakened and caused an infection.